Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 27/aug/2019 . Additional information: d10, h3, h6, h10. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. A portion of the sheath was noted to be discolored, as approximately 1 inch of the sheath was light brown in appearance where the sheath adjoins the handle subassembly. The rotation knob was moved into the helix handle, and the distal end of the stainless-steel coil emerged from the outer sheath. Red particulate matter was noted on the coil. The rotation knob was removed from the helix handle subassembly, and the wire was noted to be engaged. Under microscopic analysis, the corkscrew-helix tip appeared to be sharp. Approximately 0.7 inches of the outer sheath was noted to be deformed at the proximal end where the sheath adjoins the handle sub-assembly. The helix-coil was attached to the distal end of the control wire. The control wire within the catheter did not appear to be loose. Brown particles were noted on the distal end of the inner surface of the outer sheath. The rotation knob was rotated clockwise and counter-clockwise, which caused the corkscrew-helix to rotate only intermittently when turned.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings: only physicians possessing sufficient skill and experience in similar or the same techniques should perform endoscopic procedures. Users should be familiar with surgical procedures and techniques involving absorbable sutures before employing synthetic absorbable sutures for wound closure, as the risk of wound dehiscence may vary with the site of application and the suture material used. Precautions: use caution when suturing near or around foreign objects. Caution: if resistance is encountered when advancing the helix through the working channel of the endoscope, reduce the endoscope angulation until the device passes smoothly, and ensure that the secondary working channel is not obstructed on the endoscope. Troubleshooting: helix stuck in tissue: use a suitable accessory through the primary channel to apply counter traction to the tissue around the helix, and pull the helix free. Once endoscopic techniques have been exhausted, utilize laparoscopic techniques to remove the helix. Adverse events: possible complications that may result from using the endoscopic suturing system include, but may not be limited to: conversion to laparoscopic or open procedure, intra-abdominal (hollow or solid) visceral injury.

Event description:
Reported as: a patient who underwent outlet reduction utilizing the overstitch endoscopic suturing system noted the "helix could not be removed from the tissue. Rotating mechanism defect." "Closing the perforation at the anastomosis (intestinal adhesiolysis, gastroenterostoemia)." The surgery started laparoscopically but needed to change to open surgery.

Manufacturer narrative:
Supplement #2 - medwatch submitted to the FDA on 25/mar/2020. Additional information: d4.